Manufacturer narrative:
The automated impella controller device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old who was a heart transplant rejection was implanted with an impella device. The automated impella controller (aic) had an unexpected controller shut down, controller failure (red alarm). Waveforms went flat; however, the impella did not turn off. The team switched to another controller without incident. There was no report of adverse effect to the patient.

Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. Unable to reproduce the reported failure mode by running the console with the pump. The root cause for the unexpected shutdown was not determined due to the inability to reproduce.